Event description:
It was reported that balloon rupture occurred. A 10mmx2.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured due to the pressure inside the rated burst pressure. The procedure was completed with a different device. No complications were reported.